Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation from the lifevest. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to take the lifevest of to let her skin breathe. Follow up indicated that the patient removes the lifevest and applies over the counter cortisone cream on the irritation and it has improved.